Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "patient was in infusion clinic to receive two liters of normal saline over two hours. First liter of normal saline was primed and hung through alaris IV pump and programmed to run at 999 ml/hr at 1715 and appeared to be infusing. At 1813, pump was alarming that the infusion was complete. Nurse noticed that no fluid was actually administered to the patient despite the pump saying that 972 ml was infused (under the volumes infused tab). Resulted in a delay of care."

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.